Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, h6, and h10. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of valve stenosis was confirmed based on the provided medical record. The available information suggests that patient factors (endocarditis) and/or procedural factors (patient prosthesis mismatch) likely contributed to the e vent as it was reported that ''the patient has a history of persistent bacteremia'' and ''it was suggested that a potential patient-prosthesis mismatch might also have contributed to the rapid degeneration''. Endocarditis is an infection of a native or prosthetic valve. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). In the bloodstream, endocarditis can multiply and spread across the inner lining of the heart (endocardium). The endocardium becomes inflamed, causing damage to heart valves/leaflets, resulting in obstruction of blood flow with increased gradients. It's also possible that the inflammation and/or damage of heart tissue caused by endocarditis can cause narrowing of the arteries and potentially valve stenosis. Patient prosthesis mismatch (ppm) typically refers to when the implanted prosthetic valve does not allow adequate cardiac output without increased gradients due to the effective orifice area being too small relative to the patient anatomy. The narrowing of the valve opening in this condition can then lead to stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Edwards received notification from the implant patient registry that a patient with a 20mm sapien 3 ultra resilia valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 29 days due to stenosis. Per the medical records, the the patient presented with severe prosthetic aortic valve stenosis. The patient has had a previous viv tavr, which did not abate any of the other symptoms, likely due to a patient-prosthesis mismatch. The patient underwent a redo sternotomy, an explant of the tavr valve, and an aortic valve replacement using a 23mm inspiris resilia tissue valve. No vegetation was found. However, there was some necrotic-appearing tissue, but it is difficult to say if it is infected material. Cultures were sent. Postop echocardiography showed normal valve function. Postoperatively, the patient had 1st degree avb, acute blood loss anemia, bradycardia, and fluid overload, all of which resolved. The patient was discharged in stable condition on IV antibiotics as per infectious disease service. The patient has a history of persistent bacteremia and unexplained fevers, which could have contributed to the rapid progression of their thv stenosis, although endocarditis was ruled out.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, additional details have not been provided at this time. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from the implant patient registry that a patient with a 20mm sapien 3 ultra resilia valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 29 days due to unknown reasons. No additional details were provided.